Event description:
Pt is s/p (l) total elbow replacement implanted in 1991. Pt reported to md that after attempting to stop an elevator door from closing with her (l) forearm she felt the elbow axle shift. Radiographs revealed that the axle holding the ulnar and humeral components together had partially disengaged. Pt was revised on 7/2/97, with exchange of axle bearing and bushing only.